Event description:
It was reported by the user facility that the navigation system showed the patient had a final leg length 3mm long and post surgical x rays showed the patient was 6mm short. There is a risk of large prosthesis misalignment during instances of inaccuracy. There was no medical intervention, adverse consequences to the patient, or surgical delays due to the procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the user facility that the navigation system showed the patient had a final leg length 3mm long and post surgical x rays showed the patient was 6mm short. There is a risk of large prosthesis misalignment during instances of inaccuracy. There was no medical intervention, adverse consequences to the patient, or surgical delays due to the procedure.